Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle had foreign matter on the needle. Found before use. No reports of serious injury or medical intervention noted.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle had foreign matter on the needle. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter on the cannula with the incident lot was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The previous supplemental was submitted with errors, stating the device was not returned or evaluated. However, this is incorrect as the codes and the narrative describe the samples as returned and evaluated. Device returned to manufacturer: yes; device evaluated by manufacturer: yes.

Event description:
It was reported that the bd vacutainer eclipse blood collection needle had foreign matter on the needle. Found before use. No reports of serious injury or medical intervention noted.